Event description:
It was reported that pump malfunction occurred after customer landed hard on pump while skateboarding, and malfunction message with non-resettable code appeared. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.